Manufacturer narrative:
Visual assessment of the drill confirmed the reported complaint of the drill head breaking off. Examination of the break area showed no material voids. Device is well worn. Shaft is bent and is scored in several locations along its length. The proximal end that interfaces with the drill chuck is damaged. This damage is consistent with the drill slipping in the drill chuck during use. Returned portion of the drill was dimensionally inspected and found to meet print specifications. Drill head was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. There are no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a hip arthroscopy procedure, the tip of the drill bit broke off inside the patient. The broken piece was removed completely with a magnetic retriever and nothing was left behind. There were no reported patient injuries. No other complications were noted.